Event description:
It was reported that during a stress test when touching the side of pacemaker with their hand, oversenslng of noise causing inappropriate atrial tachy response (atr) episode occurred. The clinic was concerned over possible lead integrity of another manufacturer's lead. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted 10 inappropriate atr episodes recorded at the end of the month; all of which with electrogram (egms) showing noise on the right atrial (ra) lead. Previously there was a signal artifact monitoring episode that showed probable noise that appeared consistent with minute ventllatlon sensor oversenslng. The ventricular episodes with egms show noise on both ra and right ventricular (rv) leads. Ts further noted that impedance on both leads has increased. The ra lead shows a number of spikes, gradually increasing in value until reaching greater than 2500 ohms and a lead safety switch (lss) occurred which changed the polarity to unipolar. The rv lead shows a slight increase over time but no sudden spikes. Ts recommended confirming the polarlty of the pacemaker when manipulating the device where the noise was seen and determining the actions the patient was performing at the time of the episodes. Some episodes appeared to be due to myopotentlal oversenslng as well which could suuest the sensing polarity was unipolar. In regards to the ventricular episodes where noise was across both the ra and rv channels, ts suuested further discussion with the clinlc to rule out potential electromagnetic interference (emi) interferences. Ts recommended a full test of the ra and rv leads to ensure integrity. At this time the pacemaker and leads remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).